Manufacturer narrative:
A ge rep evaluated the system and ordered a hard drive, but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.